Manufacturer narrative:
(B)(4). **** event evaluation **** a review of complaint history, instructions for use (IFU), quality control and a visual inspection of the returned device were conducted during the investigation. One damaged device was returned to assist in the investigation. Examination shows a ragged edge where the tip was ripped off and 5 cm of stretched coil. Approximately 2 cm of the tip was not returned. The bond to tip is intact. There is no evidence to suggest that product was not manufactured to current specifications. The IFU, t_intro_rev.2, cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Design verification has confirmed sheath strength per iso 11070. While root cause cannot be determined it is likely that the patient's conditions (existing scarring) contributed to the event.

Event description:
During a cto sfa procedure on the (B)(6) year old male patient, who had left side scarred access site (due to multiple surgeries in the past, prior to this event), the sheath began to unravel; and as a result, the radiopaque band separated and was left in the side brand of the patient's profunda. The user was unable to remove radiopaque band with a snare and was therefore, unable to complete procedure. The device portion remains in patient. Patient was discharged (B)(6) 2016. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a cto sfa procedure on the (B)(6) male patient, who had left side scarred access site (due to multiple surgeries in the past, prior to this event), the sheath began to unravel; and as a result, the radiopaque band separated and was left in the side brand of the patient's profunda. The user was unable to remove radiopaque band with a snare and was therefore, unable to complete procedure. The device portion remains in patient. Patient was discharged (B)(6) 2016. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.